Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient¿s medical history included afib (atrial fibrillation), cva (stroke), and copd (chronic obstructive pulmonary disease). The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 it was reported that the patient had been on hospice at home and they had let the pump run dry because they could not get her to the pump managing physician¿s office. Per the reporter, the pump had been dry for probably 2 weeks which would have been around (B)(6) 2017 or (B)(6) 2017. The reporter did not know the dose and concentration of the morphine, but stated ¿she knows at one point it was going at 15, but she was out of it, because they could not get anyone to transport her¿. The patient was on roxinol, percocet and oxycodone for pain management. No further complications have been reported as a result of this event.